Event description:
It was reported when the device is turned on before use, the cardiosave intra-aortic balloon pump (iabp) unit notified electrical test failure code #4 when the instrument was turned on. After the equipment was restarted, the error still exists. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: e1, h6 (medical device - problem code). E1: telephone number at event site - (B)(4). Due to character limit. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and through the fault code, the pneumatic diagnostic program judges that the fault is caused by damage to pneumatic module assy and compressor, scroll. The installation and replacement process completes the replacement of pneumatic module assy and scroll compressor. Executes and passes all factory-specified performance tests. It has been delivered to customers and can be used clinically. This is a 2 part complaint, all parts were tested together and then individually. 1-the following investigation was performed by technician of the failure analysis and testing department (fat) wayne, nj. The failure analysis and testing department inspected a patient interface module, and observed a brown spots and white residue on the base and in the tubing of the pim. Based in past experience, this residue is consistent with blood and saline. CAPA 14-ca-0097 has been initiated to address this issue. Due to the damage caused by the residue and the risk it poses, this part cannot be investigated any further by the fat department. 2-the following investigation was performed by technician of the failure analysis and testing (fat) wayne, nj. The failure analysis and testing department received a compressor, with a reported of an electrical test failure #4 when powered on. Performed visual inspection of the compressor per the cardiosave service manual and found visual damage and the part is in rough condition. Installed the compressor into the iabp cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. The tests did trigger the reported problem of electrical test failure #4 when powered on, compressor makes a lot of noise. The failure analysis and testing department was able to verify the failure experienced by the customer.

Event description:
N/a.